Manufacturer narrative:
Phone (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿ diagnosed via MRI and ultrasound, ¿pain and hardening after sudden volume increase¿ and ¿capsular contracture¿. Later healthcare professional reported "no contracture". This record is for the left side. Device remains implanted.